Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. Evaluation summary: it was caused due to an excessive force applied on the light guide fiber bundle (lcb). Replaced parts in this complaint are as follow. Light guide fiber bundle (lcb) due to broken. This report is being filed as part of the pentax backlog management plan.

Event description:
The lcb is broken (90 / 00%). This event occurred at the time of during inspection. There was no report of patient harm.